Manufacturer narrative:
Evaluation summary: one instrument was returned in good visual condition and loaded with a reload cartridge that was noted to have a wedge band bypass; the right side was noted to be fully fired partially fired and the left side 1/5 partially fired; in addition, the left side towers were found to be severely damaged. The instrument was tested for functionality with a test cartridge and it fired conforming. We have documented the circumstances as they were reported to us. In addition, the appropriate engineering personnel have been notified of this incident. An investigation has been initiated to determine the cause of this issue.

Event description:
It was reported that during a hand assisted right colectomy procedure, the device misfired. No further information. Case completed with another device of the same product code. No patient consequence.